Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: no growth. Bacterial identification: na. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1-10 cfus of pseudomonas after a deep clean. Prior to the deep clean, the suspect device then tested positive for the 10-100 cfu of pseudomonas. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.